Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet user experienced persistent hyperglycemia following meals and during early morning hours, with cgm readings higher than fingerstick by approximately 20 mg/dl, culminating in a peak glucose of 354 mg/dl during one episode and 273 mg/dl during another, despite a recent supply change and no visible site or tubing issues; an infusion set removed during troubleshooting was noted to be slightly bent, and insulin delivery was resumed after changing the set, connector, tubing, and completing fill steps. Symptoms included elevated blood glucose without ketone testing, dehydration symptoms, or acute complications. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no hospitalization, no professional medical intervention, no assistance required, and assignment for additional training with continued monitoring. Investigation included troubleshooting of infusion set function, calibration of cgm via fingerstick entry, confirmation of insulin delivery through fill tubing and fill cannula steps, and education on supply changes and morning management. Investigation of this case revealed hyperglycemia of unclear cause, with a probable contribution from an infusion set issue given the bent cannula and subsequent glucose decline after set replacement; device alarms were not implicated. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.